Manufacturer narrative:
Bec customer technical support (cts) personnel assisted the customer with troubleshooting. Per instructions provided by cts personnel, the customer stopped the instrument, adjusted the low and high pressure, home the system and the leak issue was resolved. As of (B)(4) 2011, there were no further hydro leaking issues reported by the customer.

Event description:
A customer reported to beckman coulter, inc. (Bec) of a leak of wash concentrate in the hydro compartment of a unicel dxc 600 synchron clinical system. The wash concentrate spilled into the hydro tray and leaked onto the floor. The customer also reported that one of the air pressures was out of range. Medical attention was not sought. No effect to patient or operator was reported in connection with this event.